Event description:
It was reported that the device fractured in sterile processing department. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the impactor fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported event is attributed to wear and tear of the device due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.